Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely on (B)(6) 2021 with an alert for high output mode on their right ventricular lead. Automatic mode switch episodes were also noted, during which weird signals on the right ventricular channel were observed. The patient was brought into the clinic on (B)(6) 2021, where testing showed atrial and ventricular signals on the far field channel. An x-ray revealed that the lead had retracted back and was possibly dislodged. A lead revision procedure was performed on (B)(6) 2021, where the lead fell down once it was unscrewed. The physician replaced the lead and completed the procedure without further incident. The physician elected to not return the lead for analysis since he does not allege any malfunction. However, the physician attributed the dislodgement to the coating used on lead insulation. There were no further adverse consequences to the patient.